Event description:
Per the clinic, the patient experienced an abutment loss and chronic soft tissue and skin infection at the abutment site. The internal fixture remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient underwent a revision surgery under general anesthesia on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. The patient was also treated with oral antibiotics (specific date and duration not reported) and the infection resolved.